Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report#1627487-2016-05221. It was reported the patients' lead migrated. As a result, surgical intervention was undertaken on (B)(6) 2016 during which time the lead was repositioned and secured in place with a cinch anchor. Stimulation was restored postoperatively thus the issue resolved. Note: both leads are being reported as its unknown which lead migrated and was repositioned.